Event description:
It was reported that via telemetry, the pulse generator exhibited a battery impedance of 21.1 kohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.